Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient wanted to turn stimulation on again after turning it off. Patient stated that she had a fall while walking on boulders. Patient stated she didn't fall on the implant. The patient reported that the stimulation was in the wrong location once it was turned back on. Patient was advised to follow-up with her healthcare provider for a device check since patient is feeling stimulation in the wrong location. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that they was no issue with the device as assessed by representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient met with a manufacturer representative about a week ago to turned the implant device back on and wanted to confirm it is on. The caller mentioned they were having a little bit of leaking. The patient have access to the patient programmer. Syncing to the programmer, the stimulation is confirmed on. The patient was able to adjust stimulation and programs. The caller is going to wait to increase stimulation until they talk to their doctor on monday. It was recommended that they follow up with their healthcare professional if symptoms is not resolved. No further patient complications are anticipated or expected as a result of this event.